Event description:
It was reported that they had a product failure to report. This was reported to them yesterday by nursing staff. Item 17582, catheter latex free foley 12fr, lot nggu2465. They inserted foley catheter as per sterile technique with licensed practitioner nurse witness at bedside. 12fr latex free foley added to existing foley catheter kits on the unit. Following urine return, inflated balloon with saline syringe included in kit. After 10ml inserted, allowed the catheter to withdraw as per standard procedure to place stat lock at correct location. However, catheter fully withdrew from urethra, exposing the tip of the catheter and the balloon on the catheter. The balloon has a visible slit in it. No water remained in the balloon. No patient injury from this. This was a product failure and needed to be reported to that team. The last po # that they received product was po (B)(4). This was for item 17582, catheter latex free foley, 12fr, lot nggu2465.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Received one (1) used all-silicone foley catheter without original packaging. Visual inspection of the sample noted 1 two-way foley catheter with balloon rupture (measuring 0.3130") on the return sample. Further inspection noted the balloon had no missing pieces. This is out of specification per inspection procedure which states, "balloon must not be torn". No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use". Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a product failure to report. This was reported to them yesterday by nursing staff. Item 17582, catheter latex free foley 12fr, lot nggu2465. They inserted foley catheter as per sterile technique with licensed practitioner nurse witness at bedside. 12fr latex free foley added to existing foley catheter kits on the unit. Following urine return, inflated balloon with saline syringe included in kit. After 10ml inserted, allowed the catheter to withdraw as per standard procedure to place stat lock at correct location. However, catheter fully withdrew from urethra, exposing the tip of the catheter and the balloon on the catheter. The balloon has a visible slit in it. No water remained in the balloon. No patient injury from this. This was a product failure and needed to be reported to that team. The last po # that they received product was po 1171962. This was for item 17582, catheter latex free foley, 12fr, lot nggu2465.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.